Event description:
Following successful placement of this ureteral stent, difficulty was encountered removing the stylet. A portion of the stylet broke off and detached in the pt's kidney. Retrieval attempts were unsuccessful. No further retrieval attempts are planned and no pt consequences resulted from this event. Follow up revealed the stylet may have been inadvertently pushed through the stent rather than to the ledge of the stent which may have contributed to this event. However, without evaluating the device co cannot determine the exact cause for this event.